Event description:
A surgeon reports an unexpected postoperative refraction following intraocular lens implant surgery and the pt is not happy with the outcome. The lens remains implanted. No intervention is planned at this time.